Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had blank display. The customer's blood glucose value was 111 mg/dl. Customer states the display was not blank less than 30 seconds and did not return. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification . Device passed selftest and displacement test. Device was monitored and no blank display anomalies noted. Power connector plug in and locked in place properly.